Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via manufacturer representative from a consumer regarding the patient. It was reported that the patient¿s device was overdischarged. The device was charged to 25%, the power on reset message was cleared, and the patient was able to put the device into MRI moved. The patient was instructed to charge the implantable neurostimulator to full. The patient was requesting a removal of the device because the pain that she was originally implanted for has resolved. The patient also noted that she will be getting frequent mris for her unrelated liver disease. A surgical intervention has been planned; however, it has not been scheduled. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that it turned out this must not have been the patient¿s third overdischarge. The rep performed a physician mode recharge (pmr) and then charged her neurostimulator (ins) to 50%. After resetting her device, the rep was able to turn on the ins and the patient was currently receiving therapy. The rep reported that the patient was instructed to fully charge her ins everyday for the next 2 weeks. The rep reported that impedances were all within normal limits. The rep also instructed the patient and her husband on how to place her device into MRI mode using the patient programmer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has had 3 overdischarge in the past. The last time the patient felt stimulation and last charged the ins was in (B)(6) 2018. The patient and rep were directed to follow-up with the healthcare professional. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins was overdischarged for the 3rd time. The rep said the second overdischarged occurred in november and the patient has not charged since it was pulled out of overdischarge at that time. No further complications were reported.